Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A receiver touch screen manual button test was performed and failed due to being unable to press down button on privacy policy screen. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration - additional. D4: model no/catalog no/serial no/lot no - additional . H2: additional information. H4: device mfg date - additional. H6: adverse event problem - additional.

Event description:
Subsequent to the initial MDR, addiitonal information is required.